Manufacturer narrative:
(B)(4). The customer returned the majority of the kit which shows clear evidence of use. Among the components returned were the guide wire and the introducer needle/raulerson syringe subassembly. Visual examination revealed the guide wire is unraveled from the distal weld and has one significant kink on the guide wire body. The distal end of the core wire protruding was flat and retained the j shape. Microscopic examination of the guide wire confirmed the core wire was broken adjacent to the distal weld and that the weld was present at the end of the coil wire. Discoloration and necking of the core wire was observed and both welds appeared full and spherical. The customer also returned four representative samples from the same lot as the complaint sample. All four samples were visually inspected and none showed any obvious defects or damage. The kink measured 31.5 cm from proximal weld. The broken core wire measured 603 mm in length, which is within the specification; therefore no pieces appear to be missing. The outside diameter (od) of the guide wire measured 0.794 mm which is within the od specification. Other remarks: the od of the four representative samples measured 0.790 mm, 0.788 mm, 0.789 mm, and 0.791 mm which were all within the od specification. A lab inventory guide wire (0.032") the same size as the guide wire supplied in the kit was passed through the syringe and introducer needle with minimal resistance. A manual tug test revealed the proximal weld was intact on the complaint sample. A manual tug test revealed both the proximal and distal welds were intact on all four representative samples. A review of the device history records for the guide wire and insertion components did not reveal any manufacturing related issues. The guide wire graphic was reviewed as part of this investigation. The instruction booklet provided with the kit describes suggested techniques to minimize the likelihood of guide wire damage during use. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. The report that the guide wire unraveled was confirmed through examination of the returned sample. The core wire was broken adjacent to the distal weld. No manufacturing defects were found during this investigation. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the bs en iso 11070:1999 standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, it was determined that operational context caused or contributed to this event.

Event description:
The customer reports: when the doctor passed the guidewire through the introducer needle, it kinked. It was also reported that the wire "frayed and unraveled". The doctor stopped the procedure and did not continue with insertion. An ez-io was placed successfully prior to attempting the central line. The patient expired. The doctor, who was present at the time of the event, and ed manager (nurse), stated that the device did not cause or contribute to the death of the patient.

Manufacturer narrative:
(B)(4). The device sample was received by the manufacturer, but the investigation results are pending. Preliminary evaluation of the returned sample indicates that the device unraveled.

Event description:
The customer reports: when the doctor passed the guidewire through the introducer needle, it kinked. It was also reported that the wire "frayed and unraveled". The doctor stopped the procedure and did not continue with insertion. An ez-io was placed successfully prior to attempting the central line. The patient expired. The doctor, who was present at the time of the event, and ed manager (nurse), stated that the device did not cause or contribute to the death of the patient.